Manufacturer narrative:
Concomitant medical products: product ID: a810, serial#: unknown, product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider via a company representative regarding a patient receiving morphine 5.0mg/ml at 1.9002 mg/day via an implantable pump. On (B)(6) 2020 it was reported that the company representative had received a message from the healthcare provider regarding a pump alarm sounding. There were no environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was pump interrogation and telemetry report. The actions and interventions taken to resolve the issue was the report was sent via email immediately to managing physician¿s office to report findings of an empty pump reservoir. In order to silence the non-critical alarm they put in a knowingly false value of 1ml as current reservoir volume along with an alarm value of 0.1ml. This was needed to be done in order to silence the pump alarm. The clinic is aware of them doing of this. The patient is to have the pump filled on (B)(6) 2020 as the clinic needed to order the medication. Surgical intervention did not occur or was planned. The issue was resolved at the time of the report and it was noted the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 17-jun-2020 from a healthcare professional (hcp) via a company representative who reported that the cause for the empty pump was determined to be that the clinic had the wrong refill date in their chart for the patient which set forward the cascade of events. The clinic was planning to refill the patient¿s pump today. No further complications were reported/anticipated.